Manufacturer narrative:
Additional information was received that the physician will not be meeting with the patient as the device is working properly and no further course of action is needed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#: (B)(4) description: enh st ld kit, 50 cm.

Event description:
A report was received that the patient went to the emergency room following a fall. The patient fell while getting out of bed when he was overstimulated by the device. The patient fell onto their tailbone and the ipg site and damaged a disk in their back. The patient will be meeting with the physician to discuss a next course of action.

Event description:
A report was received that the patient went to the emergency room following a fall. The patient fell while getting out of bed when he was overstimulated by the device. The patient fell onto their tailbone and the ipg site and damaged a disk in their back. The patient will be meeting with the physician to discuss a next course of action.